Event description:
Patient fell causing need for revision surgery to repair a distal femoral fracture on left side (primary implants were not stryker product). During the revision surgeon called for gmrs cemented stem, nurse opened box and noticed outer blister was cracked when passing to the scrub tech. When the scrub tech received the device, the tech noticed the inner blister lid was not fully sealed to inner blister thereby sterility of device was questioned and device was not implanted. Surgeon completed case with another gmrs stem that was readily available and case concluded without any delay.

Manufacturer narrative:
An event regarding packaging damage involving an mrs stem component was reported. The event was confirmed. Method & results: device evaluation and results: based on the damage observed it appears that the pack was dropped and compressed to the extent that the stem component broke through the inner blister pack. Medical records received and evaluation: not performed as the event is related to a packaging issue. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the investigation concluded that the packaging damage was caused by excessive handling. No further investigation for this event is possible at this time.

Event description:
Patient fell causing need for revision surgery to repair a distal femoral fracture on left side (primary implants were not stryker product ). During the revision surgeon called for gmrs cemented stem, nurse opened box and noticed outer blister was cracked when passing to the scrub tech. When the scrub tech received the device, the tech noticed the inner blister lid was not fully sealed to inner blister thereby sterility of device was questioned and device was not implanted. Surgeon completed case with another gmrs stem that was readily available and case concluded without any delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.